Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v480091, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The health care provider reported that there was a patient with history of parkinson's disease who was referred for neuro surgical evaluation for deep brain stimulation. He had excellent outcome from prior implant but his last device revision was complicated by infection, which was managed with partial removal and course of antibiotics. He had completed his antibiotics and he is now scheduled for re-implantation. It was noted that the implantable neuro stimulator(ipg) and extension were removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent